Event description:
It was reported that a pump turned off w/o user input while infusing an investigational agent during a cancer clinical trial. The medication was programmed to deliver 100cc at a rate of 50cc/hr. The device was operating while connected to a wireless battery module and an external power source.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Review of the history log shows an occurrence of an improper shutdown, on the day of the reported event while the unit was operating on battery power. An improper shutdown was reproduced during the device eval. An interruption of power was caused by an insufficient solder connection on the wireless module flex of the wireless module. Sigma spectrum s/n (B)(4) was operating with wireless battery module (B)(4).